Event description:
(B)(4). Initial and additional info received from a consumer on (B)(6) 2009: a (B)(6) female received injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] four yrs ago without incident and again about a year ago (2008) received one vial (she thinks) of injectable poly-l-lactic acid (sculptra) [lot # and exp date unk]. Below her eye area for a cosmetic indication. Six months ago ((B)(6) 2009) she started to get swelling under her eyes like tubular swelling. She woke up one morning with what appeared to be tunnels or tubes of fluid under her eye where the cheekbone meets the eye socket. She said that her eyes look like half moons that are filled with fluid that can be pushed and the fluid is visible. She said that on some days her eyes swell so much that she can see a shelf under her eye and that it is worse in the morning but has some improvement during the day. For six months she has been to numerous doctors. The doctor who performed the poly-l-lactic acid injections said that it could not be from the poly-l-lactic injections but a few other doctors that she saw thought that it could be. She said that one physician thought she had cushing syndrome sine she recently had a steroid injection in her foot. She had tests done that included endocrine, renal and computed tomography scans (cat scan). One comment that was made to her was that may be the poly-l-lactic acid blocked sinus drainage and it fills up so she had a magnetic resonance imaging (MRI) of her facial bones and sinuses but no blockage was detected. She also underwent every blood work follow-up and finally went to an ear, nose and throat advanced specialist who gave her steroid medpak which made the swelling/tubes immediately go away for two weeks, however, she advised that the swelling is back and she is no longer taking the steroid medpak. Medical history reported as a face and cosmetic peel four yrs ago (2005) and no known allergies. Concomitant medications included sumatriptan (imitrex) for headaches and lorazepam (ativan) for anxiety. No further relevant info reported. Additional info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(6) date (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.